Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error code 120.4610 (B)(4).patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(4) customer wanted to know it this error code from the battery or the battery harness. I explain to the customer that this error code is from the battery harness. I explain to the customer that he may need to change the battery harness. I explain to the customer that it could be a bent pin on the battery harness, loose connection, or just a loose battery that could be giving you this error code. The customer said ok that he would look at it and ended the call. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: explain to the customer that he may need to change the battery harness. I explain to the customer that it could be a bent pin on the battery harness, loose connection, or just a loose battery that could be giving you this error code. The customer said ok that he would look at it and ended the call.